Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. It is possible that fatigue from cardiac dynamics and motion in the months/years after the procedure resulted in the reported stent material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the patient presented confused and disorientated. It was found that an xact stent was implanted 10 years prior and was fractured. An additional xact stent was implanted to treat the fracture. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.